Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist had to remove the dental implant because it had no primary stability. The implant was not replaced in the same surgery.